Event description:
The customer reported the outer insulation on the power cord of the workstation is cut, but no wire was showing.

Manufacturer narrative:
The ge svc rep replaced the power cord assembly, and the system is functioning as intended.